Event description:
It was reported that a patient's blood glucose levels (bg) reached 260 mg/dl, while wearing the pod between 4 and 24 hours. The patient reported the pod was cracked when removed from the infusion site. For treatment, the patient changed out the pod for a new pod.

Manufacturer narrative:
The device was received with the soft cannula deployed. The top and bottom housing was observed to be cracked. It could not be determined how these cracks occurred. Corrosion was observed on internal components such as the pcb, commutator cap, rotational sensor springs, ratchet gear, clutch spring, spring latch, reservoir, mechanism rails, mechanism spring, cam finger, linkage assembly, catch beam, formed needle, fill rod, and pod chassis. Corrosion was observed on the batteries and the battery voltages were measured to be low. Several attempts were made to download the pod data, however these attempts were unsuccessful and the pod data was unable to be retrieved due to the corrosion on the electrical components. It could not be conclusively determined if the cracks in the top and bottom housing caused the observed internal corrosion. Inspection of the complete fluid path found no leaks or tears, however the external portion of the soft cannula was observed to be kinked and stretched. It could not be determined when or how this damaged occurred. Though the exposed portion of the soft cannula was observed to be damaged, fluid was able to flow freely through the complete fluid path. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.